Manufacturer narrative:
Manufacturing site evaluation investigation on-going. Should relevant additional information or the investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 valve (#fx410t) was implanted on (B)(6) 2024. According to the complainant, the valve was not adjustable. The patient underwent a revision procedure on (B)(6) 2026. The product is still in transit to the manufacturer.